Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was a low ins battery level ("normal depletion") related to a charging issue because the patient forgot to recharge. It was also noted that all impedances were "appropriate". The patient was instructed to recharge that evening after extensive, additional re-education. There was no reported sequelae to the patient. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was at work on the day of the report and had a change in stimulation that resulted in the patient feeling stimulation to be perceived as stronger as well as the stimulation moving down towards the patient¿s foot (which was not where it was intended as it should be in the chest area). It was noted that the patient said it was uncomfortable. The reporter noted the patient could not address it with the patient programmer. It was noted the screen was showing that the implant needed charging with the information message of low implantable neurostimulator (ins) battery. The reporter stated that the change in stimulation was not prompted by any falls, trauma, or electromagnetic interference (emi) and that there was nothing unusual. The reporter stated that it ¿just happened.¿ it was noted that the reporter was able to make adjustments for the patient with the clinician programmer to turn the stimulation back to a comfortable level. It was noted the patient¿s therapy was doing very well up until this point. The reporter noted that impedances were checked and the reference electrode was not changed. It was noted the patient only had one lead and that impedance levels were between 538-890 ohms. It was further reported that the patient¿s implant was really low. It was noted that the patient programmer displayed an empty battery in front of the generator icon. The reporter was still able to communicate with the clinician programmer. The implant was turned back on, but at a lower level. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 3708140, serial# (B)(4), product type: extension. (B)(4).